Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
This is a report of a home patient that experienced peritonitis and subsequently passed away. The patient experienced peritonitis and one month later the patient was hospitalized for sepsis and a leg ulcer. On an unreported date, the patient experienced heart failure and was in poor health with ulcerative colitis. The patient became very frail while in the hospital. The patient was treated with unspecified intravenous (IV) antibiotics for an unspecified indication. Four days after admission to the hospital the patient experienced a myocardial infarction and died. Dianeal therapy was ongoing until the time of death. It was not reported if the peritonitis was resolved at the time the patient expired. No additional information was available at the time of this report.